Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device finds the trial is broken. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon reported shim was not sitting tight on to keel peg of tibial tray during the trial reduction of the knee joint. The insert with shim attached was jumping off post in flexion. Surgeon reported the flexion gap was not tight. On examination of the shim, the pointed sharp tip of the plastic shim appeared worn.